Manufacturer narrative:
The previous exchange is reported in manufacturer's report number# 2916596-2020-01512. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number #2916596-2020-02680. It was reported that the patient had a driveline power fault. Log file analysis confirmed a driveline power fault which occurred throughout remainder of the file. There was no interruption in pump support and it was recommended to replace controller and mod cable. Patient had them exchanged on (B)(6) 2020 and also had a previous exchange in (B)(6). However, driveline power fault alarms reoccurred on (B)(6) 2020 and they seemed to be occurring in power a conductor, same as prior mod cable and controller. On (B)(6) 2020, vc reported that driveline fault alarms were cleared. X-rays of driveline and abdominal film were sent, which ts observed were unremarkable and there were no potential areas of concern. It was confirmed that the patient did not have driveline discontinuation.

Manufacturer narrative:
Section a2: correction. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file. One log file correlating to the modular cable was reviewed, containing data spanning approximately 4 days (B)(6) 2020 ¿ (B)(6) 2020, per time stamp. The pump maintained speeds above the low speed limit while connected to the driveline. A driveline power fault alarm was observed on (B)(6) 2020 at 6:51, correlating to power line a. The alarm was observed to clear at 9:37 of the same day and did not reoccur throughout the remainder of the file. No other notable events regarding the modular cable were observed. The returned modular cable (lot number 7171210, was functionally tested and was found to perform as intended. Atypical events, including driveline power fault alarms, were unable to be reproduced throughout all testing. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolved alarms that sound from their system controller, including driveline power fault alarms. The heartmate 3 patient handbook (section 2 ¿the driveline¿) warns users to not disconnect the system controller from the driveline, as disconnecting the driveline will cause the pump to stop. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.